Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shocking lead impedance measurement of 126 ohms detected via the patient remote monitoring system. It was observed that shock impedance has steadily increased up to 100 ohms since implant but came back down below 120 ohms since the alert was triggered. Defibrillation threshold (dft) test was performed and impedance for the delivered shock was 90 ohms. Attempts to obtain additional information were unsuccessful. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.